Event description:
Per complaint form: the sheath disengaged at the hub when removing it from the pt. Pt did have scanning from prior surgery. The sheath gave way at the hub first, and then continued to unravel. Sheath could not be removed and the pt. The pt was sent to the operating room for removal with an open procedure (groin exploration surgery). This is the second time this has occurred. The one other time it was not reported and it was not as serious as this occurrence.

Manufacturer narrative:
(B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separate is not specifically listed in the instructions for use. Prior similar complaints and risk analysis resulted in the issuance of a CAPA for this failure mode. The investigation of the CAPA led to a revised IFU issued on 04/16/2010. Qc specs instructs, "confirm surface of sheath is free of excessive dents, bumps or scratches." In addition, the instructions for use (IFU), cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The device was returned in a used and damaged condition: the sheath had separated into 4 segments of various lengths with thinning and elongation at the points of separation, which is evidence that the device was subjected to tensile forces its design strength. Plus while the hub had separated, the flare remained intact within the cap. Although 100% inspected for sheath size and integrity, the sheath separated into 4 segments of various lengths with evidence of thinning and elongation. As advised in the present IFU, perhaps reintroduction of the dilator may have facilitated withdrawal of the sheath without breakage. This occurrence is relevant to a CAPA, which has been implemented with a revised IFU. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Per quality engineering risk analysis, there is insufficient risk to require add'l corrective action at this time. We are continuing to monitor complaints for similar events.